Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were large air gaps in the infusion set tubing. The customer's blood glucose level was 81 mg/dl. The tubing was primed to successfully remove the air and insulin delivery was resumed.